Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a pre-procedure examination for a scheduled pulse generator change procedure. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The lead was capped and replaced on 14 feb 2023. The patient was recovering.

Event description:
New information received notes that the patient was stable throughout.